Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that trial was found broken after the set made it through the wash. There was no patient involvement.

Manufacturer narrative:
The initial report should be voided. Upon receiving additional information of the reported event, it was determined this event was reported under 0001822565-2023-02117.

Event description:
The initial report should be voided. Upon receiving additional information of the reported event, it was determined this event was reported under 0001822565-2023-02117.